Event description:
It was reported that this implantable pacemaker was an attempted implant due threshold issue. Thresholds were normal outside the pocket but became high or failed to capture once placed in the pocket. A new device with the same model was implanted. No adverse patient effects were reported.